Event description:
It was reported that the ilet charger stopped working, showed no green light when plugged in, failed across multiple outlets and a different cord, and could not wirelessly charge a cell phone; the affected device component was the battery charger, and the described device problem aligns with a fracture-type failure mode. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture-related problem consistent with a component-level failure of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.